Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, review of instrument service history, review of historical data, and a review of product labeling. Abbott field service representative observed the mixers appeared damaged and were replaced, which resolved the issue. The alnty c-series mixer list number 09d59-03 was designated likely cause. An instrument service history review revealed no additional erratic or discrepant results reported on (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No systemic issues or adverse trends were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This event is also being filed under manufacturer report number 1628664-2019-00256, for another likely cause, cc calcium (list 03l79-21).

Event description:
The customer reported a discrepant calcium result when processing on the architect c16000. The initial result was 19.1 mg/dl and retest 9.3 mg/dl, for sid (B)(6). The customer uses a normal range of 8.7-10.3 mg/dl. No impact to patient management was reported.